Event description:
It was reported by customer that aline preparation for the patient and the actual tubing leaked at one of the connections when flushed. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. New aline retrieved and inserted. No other information was provided. Additional information provided: no adverse event or serious injury reported to patient or healthcare professional, delay in patient care as device would have been required to have been replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by customer that aline preparation for the patient and the actual tubing leaked at one of the connections when flushed. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection. New aline retrieved and inserted. No other information was provided.